Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after the shock test, the right ventricular (rv) lead had diminished r waves. The lead was removed and tissue was removed from the lead helix. However, the physician had doubts about the force needed to extend the helix and the amount of visible turns of the helix so the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.